Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the manufacturer representative reported that about 3 weeks ago, the patient would try to turn therapy up, but could not notice any of the sensation like they had prior to getting the stimulator. The representative said they went through every single program, but only program 2 worked. The patient had high impedances on every program except program 2. Agent reviewed programming considerations with the rep. The patient was redirected to their healthcare provider to further address the issue.